Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for a ruptured left common iliac artery aneurysm (lciaa) and a small abdominal aortic aneurysm (aaa) and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure with good results and no endoleak visualized. On (B)(6) 2022, the patient underwent follow-up computed tomography angiography and a distal type I endoleak was visualized. The patient underwent reintervention and an additional contralateral leg component was placed to extend coverage and resolved the endoleak. The patient tolerated the procedure, no aneurysm enlargement was reported.

Manufacturer narrative:
Patient medical history includes but is not limited to: back pain, hypertension, tia. Patient medications include but are not limited to: ultram, lovenox, iron supplement, flomax, tylenol.

Manufacturer narrative:
Images were provided to gore and an evaluation showed the following: the proximal main body appears well apposed with no evidence of a type 1a endoleak. There appears to be a couple instances of lumbar arteries communicating with the abdominal aneurism, indicating the presence of type 2 endoleaks. There is contrast visualized outside the l contralateral limb consistent with a type 1b endoleak. There appears to be less than 1cm implanted in the external iliac artery. Lowest renal to l hypogastric length ~ 161mm minimum, 187mm centerline. There appears to be the following: r ipsi: 28.5mm x 14.5mm x 12cm, r extension: not measured, l contralateral limb #1 ~ 14.5mm x 12cm, l contralateral limb #2 ~ 16mm x 9.5cm. Total treatment length, lowest renal to the distal end of the 2nd left contralateral limb ~191mm.

Manufacturer narrative:
The instructions for use (IFU) for the gore®excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.